Manufacturer narrative:
(B)(4).

Event description:
It was reported that during maintenance a ventilator failed the battery test. A new battery was installed. The low battery alarm was generated in 30 seconds and an alarm was generated. There was no patient involvement.

Manufacturer narrative:
The device was repaired and the reported issue was isolated to an issue with the power source failure. If information is provided in the future, a supplemental report will be issued.